Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one-year post deployment, patient experienced pain. CT scan revealed that there was a pe in the bilateral lower lobe. Eight months followed by; CT revealed that there was a suspicious inferior migration of about 3 cm and the filter was tilted. Also, multiple struts penetrated through the ivc wall and also one limb has fractured from the main filter. Therefore, the investigation is confirmed for the filter tilt, perforation of the ivc wall, migration of the filter and limb detachment. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2013) and (patient: 3165), adverse event problem (device: 4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and embedded in the wall of ivc; struts detached and migrated to right ventricle, perforated to the wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter and the strut retained in right ventricle. The patient reportedly experienced chronic chest pain and pulmonary embolism. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one-year post deployment, patient experienced pain. CT scan revealed that there was a pe in the bilateral lower lobe. Eight months followed by; CT revealed that there was a suspicious inferior migration of about 3 cm and the filter was tilted. Also, multiple struts penetrated through the ivc wall and also one limb has fractured from the main filter and has migrated into the right ventricle. Therefore, the investigation is confirmed for the filter tilt, perforation of the ivc wall, migration of the filter and limb detachment. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2013), (device: 4001). (Patient).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and embedded in the wall of ivc; struts detached and migrated to right ventricle, perforated to the wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter and the strut retained in right ventricle. The patient reportedly experienced chronic chest pain and pulmonary embolism. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device - expiry date: 10/2013, (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and embedded in the wall of ivc; struts detached and migrated to right ventricle, perforated to the wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chronic chest pain and pulmonary embolism. The current status of the patient is unknown.